Event description:
It was reported that overlapping screens on their controller. Patient spoke to manufacturing rep and was told to reset the controller, but this did not resolve and now the implant battery was empty. Patient commented it had been a rough weekend. Patient noted the controller was plugged into the ac power supply with memory problem displayed; agent reviewed message. Agent had patient remove battery pack; patient reported battery pack was split into 2 pieces. Patient confirmed both pieces were removed and there was no visible damage to the battery compartment pins. Patient confirmed screen powered on with empty controlled plugged into ac power supply. Agent sent request to repair for replacement battery pack and advised patient to call back if issue persists. Additional information was received from the patient. Patient called back and repeated previously documented event. Patient stated that they just got a new battery pack, but they were getting double image/screen while they were recharging the implant. Patient said they tried resetting the controller but didn't fix the problem. Patient stated they were frustrated with the device, and they don't like the amount of pain they were getting. Agent had patient reset the controller with ac power supply and patient confirmed the screen powered on and they saw a blinking green light on the controller when they inserted battery pack. Patient saw the home screen and said that the stimulation was off, and they got a message "stimulation is off. Settings cannot be changed with stimulation off.' Patient turned on the stimulation and confirmed that the controller battery was recharging 100% while the implant was 60%. Patient tried recharging the implant and confirmed getting an excellent connection. Patient will monitor the issue and will call back if the issue persists. Patient reported continued issue with recharging, that she is not able to recharge, thus having pain symptoms due to not being able to use her system. Patient reported a kink on the wire, near the paddle, indicating a potential break in the wire. Technical services to request recharger replacement. Additional information was received from the patient, patient mentioned that the stimulation turned off by itself and the circumstance that led to the issue that suddenly they are not able to charge the unit in their back. To resolved the issue patient was sent a battery pack but that didn't resolved the issue and later it was noted that the recharging paddle was the problem.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.